Event description:
The customer was using axsym total b-hcg lot 18357q102 which was involved in a product recall (fa23aug2004). The customer ran 2 samples from the same pt prior to receiving the recall letter. The account ran the samples undiluted and diluted 1:200 in order to save reporting time. The account had previously received a product info letter (fa09jul2004) which stated that samples should be run undiluted prior to running the dilution protocol for samples >1000 miu/ml. Sample 1 (collected 2004) undiluted results were 5-6 miu/ml and 1:200 results were 1033 miu/ml. Sample 2 (collected 2 days later results were 5-6 miu/ml and 1:200 diluted results were 1333 miu/ml. The customer did not notice the difference in the results and reported the diluted results for both samples. The physician thought that the pt was having a miscarriage and performed a d&c.